Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-00015 the device was returned to olympus for evaluation and on visually inspecting the device, the switch button #4 was missing and was not returned with the physical device. The site of issue was also inspected and found no visual indications of irregularities. A leak test was performed as the scope was connected to regulated airline and verified air leakage at the location of the missing switch. In addition, an olympus borescope used to assess the integrity of the biopsy and suction channels. Initially, the borescope was carefully inserted into the biopsy channel from the distal end opening. During this examination, surface scratches and tear marks were identified on the biopsy channel's wall. As the borescope progressed further, additional scratches were observed throughout the entirety of the biopsy channel and plastic distal end cover and multiple black dots on image. A dent on plastic distal end cover. The bending section cover glue was cracked. Insertion tube had a buckle. The user's reported complaint was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing ¿one of the buttons came off- switch #4 of the evis exera iii gastrointestinal videoscope- the patient did pass away so when we came to the scope this was not on throughout the procedure. Everything was fine¿. Several attempts were made to contact the customer regarding the event; but no response was received from the customer. No additional information received at the time of the report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the user, while handling the device, applied physical stress to switch button four resulting in the switch button coming off. However, the relation between the switch button four and death of the patient was unknown, and the root cause of the suggested event could not be identified with the information received. The event can be detected and/or prevented by following the instructions for use which state: inspection of the endoscope. "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous submissions. It has been about 11 years since the subject device was manufactured. A correction has been made to g2 to provide information that was inadvertently not included in the previous submissions. Olympus will continue to monitor field performance for this device.